Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer ate 30 grams of carbohydrates to treat a blood glucose reading of 67 mg/dl. The customer then went to sleep. The customer's husband could not wake her up in the morning, so he called paramedics who treated her with a d50 injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.